Manufacturer narrative:
The hematocrit (hct) cuvette and a photo were returned for analysis. Based on the complaint description, the customer "plucked" the line, leading to the hematocrit cuvette, trying to help the platelets aggregates move through the sensor, and the tubing then pulled out of the hematocrit cuvette. Examination of the tubing confirmed the tube was pulled out of the cuvette. Examination, however, could not confirm the absence of solvent attaching the tube to the cuvette. A good bonded sample tube was tested and the solvent mark was measured. When measuring the returned part, the tubing had the same distance of solvent as the sample tube; which indicates the tubing was inserted properly and fully. The solvent on the returned tubing looked similar to the one on the sample tubing, where, based on discoloration that occurs to the tubing, the discoloration from the solvent was circumferentially complete around the entire periphery of the bond area for both examined parts. The diameter of the outside edge of the bond sockets for both the returned part and known good part were measured and both measured the same. Root cause could not be determined. (B)(4).

Manufacturer narrative:
System was used for treatment. Kit lot d359 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. This assessment is based on the information available at the time of the investigation. Analysis of returned smart card and hematocrit (hct) cuvette is still in process at the time of this report. A supplemental report will be created once the investigation is complete. (B)(4).

Event description:
Customer called to report a blood leak from the hematocrit cuvette during last part of elutriation. Customer said this issue occurred on (B)(6) 2016. Customer said when they went to "pluck" the line leading into the hematocrit cuvette, in an attempt to help platelets aggregates to move through the sensor, the tubing line pulled out of the hematocrit cuvette. Customer said the line pulled out with no resistance. Customer said she thought the tubing "was not even glued into the cuvette to begin with." Customer also said the nurse operating the instrument reinserted the tubing into the hematocrit cuvette, manually ended buffy coat, completed photoactivation, and returned treated cells and fluids to the patient. Cse suggested customer abort the treatment and not return fluids to the patient when a blood leak occurs or for any compromise to the sterility of the procedural kit. Cse also informed customer that "plucking" the tubing line leading into the hematocrit cuvette is not listed in the operator's manual as a trouble shooting technique for platelet aggregates appearing to get stuck in the hematocrit cuvette during elutriation. Customer verbalized understanding. Customer said they were able to adequately clean up blood leak, and denied a need for service dispatch. The customer will send the hematocrit cuvette with tubing for investigation.